Manufacturer narrative:
Patient's age is unknown; however, the patient was over 18 years old. Evaluation findings of tripwire kinked and broken. Evaluation finding of suture broken. A visual examination revealed that the trip wire was not connected to the spool. Several kinks were present in the length of the tripwire. Additionally, the proximal end of the tripwire was found to be cut. No indentations were observed in the groove of the spool which likely indicates that no attempts had been made to cinch the tripwire. Furthermore, the suture was broken in two and one section was attached to the tripwire. Functionally, the handle knob was able to be turned and clicked appropriately with every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint since the tripwire was found to be disconnected from the spool. Additionally, the evaluation found that tripwire was kinked and cut, and the suture was broken. The most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for esophageal varices banding procedure performed on (B)(6) 2011. According to the complainant, when the device was removed from the package, it was noticed that the trip wire was not fed through the injection septum. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; (tripwire kinked, broken and suture broken).